Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken black wire. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer reported that there is no vibrate on the pump. Customer recently installed a new battery. Customer stated that the pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. No further assistance needed.